Event description:
Follow up information reported that physician contacted that patient and it was decided that nothing further will be done at this point. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had no stimulation sensation and had not had any therapy response since implant. It was noted that the patient had a good response during the trial. The manufacturer representative indicated that he gave the patient four programs had him turn on stimulation later the day of implant after anesthesia had worn off. The patient called the day after implant and said he couldn't feel stimulation. The patient was seen in the clinic the following day and wasn't able to feel stimulation on any of the four programs. It was noted that the patient had stimulation set to 8.5v on the program he had been sent home with, so they turned it down. It was reported that during implant the hcp did not get a good motor response with the 0/1 pair, but did get a good response with the 2 and 3 electrodes at 4v. Trying the lead on the other side yielded similar results, and the hcp was content with the motor response they got. Post-operative imaging looked good. It was thought that the patient was trying program 3-/1+ at around 5.0v. The patient was trying other programs and planned to see how they went. Additional information received reported that an x-ray confirmed the lead was not in the s3 foramen. According to the hcp it was in the s4, and the hcp was scheduling the patient for a wire revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va053wy, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).